Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was being changed out because, the patient¿s pain was very positional. The new ins was intended to accommodate for the issue. Additional information received reported that everything was okay with the new ins.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).